Event description:
Boston scientific received information that during a pacemaker replacement procedure, visual inspection of this lead revealed the distal part of the connector could be moved 1-2 cm inward and outward from the ring portion of the connector. An internal technical service consultant was contacted and recommended replacing the lead. Normal impedance amplitude and threshold measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, a decision was made to replace and surgically abandon this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.